Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The patient reported that one end of the pump was emitting heat since the past couple of weeks, patient also experienced a gradual increase in pain that begun the past couple of weeks. Additional information was received from a consumer. There had been no change leading to the pump emitting heat. It was noted that there was a noticeable change in temperature on one end of the pump. Nothing had been done to resolve the issue and it was not resolved. Additionally, the pump had "never performed correctly" since it was implanted on (B)(6) 2016.

Event description:
Additional information was received from a consumer on 2017-jan-09. The patient reported that the only change to their therapy had been a 10% increase in the dose of medication in the pump on (B)(6) 2016. On (B)(6) 2016, the concentration of the medication was cut in half. At the same visit, the side port was used to collect spinal fluid. The fluid came back from the lab as clear and okay. The reason the patient made the above remark was because the patient was not receiving the same pain relief they were receiving from the past pumps. With the past pumps with the same medications, the patient felt their pain was relieved better. The patient¿s level of pain basically stayed at a level of 4 using the personal therapy manager (ptm) every three hours then reduced to two hours. The pain was under better control. Currently, the patient¿s levels stayed at 9 or 10 or higher. There were times when they received no relief. The patient stated that every aspect of their life is affected. There are times when the patient sits and cries, praying for relief. The pump was warmer one end or side than the rest of the pump. The patient had received no explanation as why.

Event description:
Additional information was received from the consumer on (B)(6) 2016. It was reported that the patient hadn't received the pain relief they received before the last pump failed (see manufacturer report 3004209178-2016-27445 ¿ pump failed). On the patient¿s last visit on (B)(6) 2016- to the healthcare provider (hcp), the dose of medication was increased by 10%. The patient had another appointment with the hcp on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-dec-16 reported patient had no clue why it was warmer on one end. Patient asked if the battery was located there, and patient was told she had no medical training, and patient was not aware it took medical training to know where the battery was located.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.